Manufacturer narrative:
The reported complaint of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and archive data review. It was found that load cell 2 was defective and a replacement was necessitated. Additionally, unrelated to the issue, a ua 12 (lifeband® not present) was observed upon powering on the platform. To resolve the issue, the belt switch assembly was adjusted. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
As reported, the autopulse platform (sn: (B)(4)) displayed a user advisory 7 message during a shift check. There was no patient involvement.